Event description:
It was reported that the right ventricular (rv) lead was observed with high pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead (B)(6) 2002; sedr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).